Manufacturer narrative:
H6: investigation summary customer returned (1) loose 1cc, 12.7mm syringe. Customer states that the stopper was deformed. The returned syringe was examined and exhibited a deformed stopper in the barrel. Unable to perform DHR check for stopper damaged due to unknown lot number. Embecta was able to onfirm the customer¿s indicated failure.

Event description:
It was reported that the stopper of the bd ultra-fine¿ insulin syringe was deformed. The following information was provided by the initial reporter, translated from japanese: "the user reported that the stopper was deformed."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the stopper of the bd ultra-fine¿ insulin syringe was deformed. The following information was provided by the initial reporter, translated from japanese: "the user reported that the stopper was deformed."